Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: unk competitor lead, implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the right ventricular (rv) lead pace/sense pin of the competitor lead into the associated port on the new device's header. The device removed and not used. The physician asked for another device to be opened and that device implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.